Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to two loose power port connectors. The reported event was duplicated at the bench level. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  This would not be likely to cause or contribute to a death or serious injury. The software upgrade is performed on the controller when it is not in use by the patient. This will result in annoyance and will not affect the functioning of the pump. A notification was sent to hospitals under fsca apr2016 was initiated on may 5th, 2016 to inform clinicians about this issue and to recommend that the connectors on patients' controllers be inspected on a periodic basis to check for the presence of this condition.  Users are further instructed to exchange any controllers that are identified with loose connectors.  The field action is currently ongoing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical personnel that patient was seen for routine clinic visit. It was noted that both power ports on his controller were loose. Port 1 being significantly loose. No excessive force placed on the controller or damage done. Appears that there are loose gaskets in the housing. There are no consequences or impact to the patient. Controller was exchanged.